Event description:
Customer's grandmother reported her granddaughter's insulin pump just stopped working. Customer's blood glucose is 194 mg/dl. The device was not damaged or exposed to moisture. Customer uses duracell batteries. The battery compartment, cap, and springs are not damaged or corroded. The device was not in use for about a month. Customer inserted a new battery and the display returned. Customer was advised to monitor the device and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.